Manufacturer narrative:
(B)(4). The device is currently unavailable.

Event description:
Per the clinic, the patient experienced skin flap breakdown (B)(6) 2014 at the implant site. Subsequently, the device extruded (B)(6) 2014 resulting in the decision to explant the device. The device was explanted (B)(6) 2014 and the patient was reimplanted with another manufacturer's device.